Manufacturer narrative:
Continuation of d10: product ID tm91d0 serial# (B)(6) product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative provided additional information indicating that the cause of the open circuit was unknown, including consideration of the reported fall, and no specific contributing factors were identified. The issue was addressed by programming around the possible open circuit, which resolved the issue on 3/12/26.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient is trying to change the therapy setting, but they could not connect to the implantable neurostimulator (ins), and it comes up with "not found communicator" screen. Patient stated that their tremors are coming back. Patient mentioned historical event stating that they first contacted manufacturing rep, when their ins battery was charging every 7 days, and then all of a sudden they had to charge it every 4 days, they called rep then and was walked through, and found out the battery is off, then they started having problem communicating with their ins after the charging issue was resolved, around (B)(6) 2026. Agent walked them through connecting to the ins, and the programmer came up with pairing the communicator to the handset. Patient was able to finally pair the communicator to the handset after resetting the communicator and seeing service code 804. Patient then was able to connect to the ins and make therapy adjustment. Patient to monitor the issue. Additional information received from rep indicating that there was a possible open circuit on an active contact that the rep was able to program around on (B)(6) 2026 returning charging interval back to regular 8 days. Recharging issue has been resolved. Therapy being off is due to battery depletion from patient not recharging device. Open circuit is speculated to maybe be related to fall. Rep clarifies that they were fully informed of this on (B)(6) 2026.